Event description:
It was reported to medtronic neurosurgery that the valve was overdraining. According to the report, the device had been implanted six years ago by a different surgeon. The report stated that the valve was explanted.

Manufacturer narrative:
The valve was reported to be a csf-flow control valve, contoured small, low pressure, c/n 42312 .however; the returned valve was identified to be a csf-flow control valve, contoured small, medium pressure, c/n 42314. The valve was patent. It met the requirements for reflux testing. However, it did not meet the requirements for leak testing due to a tear near the base of the distal outflow port. The valve also did not meet the requirements for pressure flow and pre-implantation testing. Debris was noted within the valve which may have held the pressure-flow controlling mechanisms open. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4).